Manufacturer narrative:
The insulin pump had all buttons function properly. No button error alarms noted. However moisture damage was noted on keypad traces. Cracked reservoir tube lip,cracked battery tube threads and scratched display window noted during visual inspection. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 325 mg/dl. Troubleshooting was performed. The device was returned for analysis.